Manufacturer narrative:
(B)(4). Results of investigation: service technician performed all testing on the reported device by using well known test patient circuit. Ventilator passed extended 24 hours run test without showing any unusual alarms and conditions under same settings as customer. The ventilator also passed volume operation test and ltv final test, which includes many ventilation and alarm functions. Internal inspection was done on the reported device and no abnormalities were found. However service technician was able to duplicate the reported issue regarding ¿unit is also making ticking noise.¿ issue was found during bench testing of the ventilator delivering rapid rattling noise during ventilation. The noise was coming from the solenoid mount of the ventilator during exhalation when peep was set above zero.

Event description:
The customer reported that the unit was auto cycling while on a patient but there was no harm to any patient. Customer also reported that the unit was making a ticking noise.